Manufacturer narrative:
H10: the service engineer (se) replaced the blower assembly to resolve the issue. It was reported that the device passed all performance verification testing. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from that the customer, reporting that the v60 ventilator's blower has no output. The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's blower has no output. The rse noted that the device may have a blower issue. The biomed requested that the device be evaluated. The investigation is ongoing.

Manufacturer narrative:
The service engineer evaluated the device, and confirmed that the blower was the issue. It was reported that the device has no output, regardless of the setting selected. A blower assembly would be ordered.